Manufacturer narrative:
Device identification information, section d4, has been updated. The cause of the injury was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. Urine is now pink. Repeat hemoglobin and hematocrit produced the same results/no change. Heparin drop was turned down and the pink urine is now clear. The p level of the pump was reduced to p-5 to resolve the issue.

Manufacturer narrative:
Corrected information has been provided in d1 and d4 (primary UDI number).

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Device identification information, section d4, has been updated.